Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer. Returned product consisted of a jetstream xc-2.1. The device and the catheter shaft were analyzed for damage. The returned device showed that the baton aspiration line had been cut from the device when received from the customer site. The catheter shaft showed one severe kink located 59.5cm from the tip. A .014 test guidewire was used for inserting into the catheter shaft. The guidewire transcended through the device with a restriction at the kinked area of the shaft. The device could not be functionally tested due to the baton aspiration tubing being cut from the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that there was guidewire movement during a procedure. A 2.1mm jetstream xc catheter was selected for a bilateral leg angioplasty procedure in the superficial femoral artery. During the procedure, the device suddenly flipped the wire onto itself and began twisting near the gard. The system was removed. The procedure was completed with another jetstream xc catheter. No patient complications were reported. It was further reported that the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of a jetstream xc-2.1. The device and the catheter shaft were analyzed for damage. The returned device showed that the baton aspiration line had been cut from the device when received from the customer site. The catheter shaft showed one severe kink located 59.5cm from the tip. A .014 test guidewire was used for inserting into the catheter shaft. The guidewire transcended through the device with a restriction at the kinked area of the shaft. The device could not be functionally tested due to the baton aspiration tubing being cut from the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that there was guidewire movement during a procedure. A 2.1mm jetstream xc catheter was selected for a bilateral leg angioplasty procedure in the superficial femoral artery. During the procedure, the device suddenly flipped the wire onto itself and began twisting near the gard. The system was removed. The procedure was completed with another jetstream xc catheter. No patient complications were reported.

Event description:
It was reported that there was guidewire movement during a procedure. A 2.1mm jetstream xc catheter was selected for a bilateral leg angioplasty procedure in the superficial femoral artery. During the procedure, the device suddenly flipped the wire onto itself and began twisting near the gard. The system was removed. The procedure was completed with another jetstream xc catheter. No patient complications were reported.